Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and pump was possible over delivering the insulin. The customer reported blood glucose value of 41mg/dl. The customer reported hypoglycemia with no treatment. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer stated automode/smartguard was not in use at the time of the low bg event. No further patient complications were reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that they are not being notified of the high and low blood sugar levels. They also reported that the pump was not giving correction boluses and was not working properly. So, customer was alleging over and under delivery. Customer had a low blood glucose of 41mg/dl. The type of medical treatment was not specified for the specific low. No treatments were mentioned for the other highs and lows. Pump was used within 48 hours of the specific low. Smartguard was not used at the time of the specific low. Customer will discontinue the pump. Pump is returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.